Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her son experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident and current blood glucose level was 515 mg/dl. Customer reports they feel ok to trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with manual injection. Customer not using auto mode feature on insulin pump. Customer not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.